Manufacturer narrative:
(B)(4). It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused pain, shortness of breath and filter migration. The patient profile form has indicated that at some point post implant the filter tilted, is embedded and cannot be retrieved, however there are no reported attempts at removal of the filter. The form also indicated that the patient has experienced pain, fear and their mental health has been affected. The patient¿s medical history is significant for history of deep vein thrombosis (dvt), multiple basal cell carcinomas, gastroesophageal reflux disease (gerd), hysterectomy, right foot morton¿s neuroma, a right groin abscess, cervical and uterine cysts removed, end stage osteoarthritis of the left hip, and cigarette smoking. The medical records that were provided indicate that approximately on or about twelve days post implantation of the inferior vena cava (ivc) filter, the patient was admitted for left hip pain. Six days later, the patient underwent left total hip arthroplasty with no complications. Throughout their hospital stay, the patient was medicated with intravenous and oral pain medication to help with the left hip pain. The patient was discharged home approximately four days post left total hip arthroplasty. The filter implant procedural details have not been provided and there is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The timing and mechanism of the tilt and migration are unknown at this time. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, "sail" effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without the procedural films or post implant imaging available for review the reported events could not be confirmed or further clarified. Shortness of breath, anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. According to the information provided the filter subsequently malfunctioned, including, but not limited to, pain, shortness of breath and migration. The information provided also indicated that as a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment and as a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without the procedural films or post implant images to review the reported filter migration and shortness of breath could not be confirmed or further clarified. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Pain and shortness of breath do not represent a device malfunction and may be related to patient specific underlying issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, pain, shortness of breath and filter migration. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The following additional information received per the medical records indicate that the patient has a history of deep vein thrombosis (dvt), multiple basal cell carcinomas, gastroesophageal reflux disease (gerd), hysterectomy, right foot morton¿s neuroma with a right groin abscess, cervical and uterine cyst removed, end stage osteoarthritis of the left hip, and cigarette smoking. Approximately on or about twelve days post implantation of the inferior vena cava (ivc) filter, the patient was admitted for left hip pain. Six days later, the patient underwent left total hip arthroplasty with no complications. Throughout their hospital stay, the patient was medicated with intravenous and oral pain medication to help with the left hip pain. The patient was discharged home approximately four days post left total hip arthroplasty. According to the information received in the patient profile from (ppf), sometime post implantation of the ivc filter the patient reports to have a tilted filter, the filter to be embedded in wall of the ivc, and the filter unable to be retrieved. However, no known attempts of removal of the ivc filter have been made. The patient also reports to suffer from pain, fear, and their mental health to be affected. Additional information is pending and will be submitted within 30 days upon receipt.